Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported unit would not switch over to battery operation. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: despite repeated attempts, the customer could not be reached to discuss the state of this ventilator regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.